Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was due to process residue around a resistor, designator r35 on the digital pcb assembly, which caused excessive leakage current. This excessive leakage current in its turn depleted the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger. It was also observed that the excessive leakage current at resistor, designator r35 caused the device to log multiple charge-pak insert/remove events which caused the device to accumulate over 14 hours of on-time. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The device will be returned to physio-control for further evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers showed the service wrench, attention and charge-pak icons in the readiness display. The device could not be powered on anymore. There was no patient use associated with the reported event.